Event description:
2/10/98-baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12-24/98-follow up account visits, sample evals and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98-subsequent reports, after 3/3/98 recall letter, identified plasma facilities are-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: per fenwal product complaint log this customer had customer noted: no check ac alert, acd bag depleted. On 3/13/98 a follow up call was made to the customer by this writer. The anticoagulant bag had depleted without the check ac alert. An air push alarm did alert operator, who then noted the empty bag. The operator changed bag, and continued to end of procedure without incident. There was no injury to the donor, who left in good condition. This writer verified during the telephone conversation that the customer had rec'd the fenwal recall letter of 3/3/98 that addressed this issue and that this customer is now using 500 ml anticoagulant bags.